Manufacturer narrative:
Initial.

Event description:
It was reported that after assistance with a sensor and reconnection to the ilet pump, the user experienced hyperglycemia with a sensor value of 320 mg/dl confirmed by fingerstick at 321 mg/dl; the infusion site showed no leakage or moisture, the last meal occurred while disconnected, and the user was advised not to announce that meal and to expect automated corrections, after which glucose trended down to 263 mg/dl with the pump appearing to function appropriately. Symptoms included hyperglycemia and headache. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to determine a medical device problem or a specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.